Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission reveled that the atrial lead was exhibiting over-sensing noise. No changes or intervention was reported. The patient condition was unknown.